Manufacturer narrative:
H11: a device service history review was performed and revealed that no similar events were reported since the unit installation in 2018. Based in the above facts, considering the manufacturing year of the unit and similar complaints investigations, it cannot be ruled out that the most likely root cause of the reported event can be traced back to an accumulation of dirt, probably due to environmental conditions in which the pumps worked, leading to a mechanical issue of the pump.the wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that customer tried to clean the stirring mechanism without success. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, both patient circuit 1 and 2 pumps were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that patient pump circuit 1 and 2 of a heater-cooler system 3t were stuck and creating noise during priming. There was no patient involvement.